Event description:
Reportable based on the product analysis completed on october 15, 2018. It was reported that the catheter leaked. A spiroflex catheter was being used in a thrombectomy treatment procedure. When the catheter was advanced into the patient, blood started backing up into the tubing and a leak in the catheter was observed so it was removed immediately and a new spiroflex was used to complete the procedure. There were no complications reported and the patient was reported fine post procedure. However, device analysis revealed a leaking hole in the shaft. Device evaluated by manufacturer: returned product consisted of a spiroflex thrombectomy system. A visual examination identified there was blood outside and inside the device with numerous kinks throughout the shaft of the device. Functional testing was performed and the device ran within normal range, without any issues or errors; however, there was a leak in the shaft at a severe kink, 61cm proximal of the tip. The shaft was microscopically examined and it was revealed that there was a hole in the shaft causing the leak.